Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacture.

Event description:
It was reported that there were pca/syr iui boards which had flux residue and/or exposed copper which required rework. There was no patient involvement.